Event description:
It was reported that the user¿s dog chewed the ilet, rendering the device unusable and requiring replacement. Symptoms included none. Outcomes included no injury, no medical intervention, and continued use of the user¿s cgm system independently until the replacement arrived. Investigation included review of the user¿s report and return of the original device for assessment. Investigation of this case revealed physical damage to the device consistent with external animal-related chewing, which damaged the device housing and display, and the device could not be used. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.